Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment that the ventricular port was broken, its output connectors were broken and it was additionally noted that the upper case was cracked at the boss, the lower case was cracked at the battery drawer, the hanger assembly was cracked, the display wires were pinched with the red wire exposed, the keypad was scratched and the main seal was damaged at the battery drawer. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's ventricular port was in need of repair. It was also requested that the generator receive its annual test and calibration. The generator was returned for service. No patient complications have been reported as a result of this event.